Event description:
It was reported that a user experienced hyperglycemia after announcing and consuming a meal with higher-than-usual carbohydrate content, with glucose rising to approximately 250 mg/dl and trending down to 231 mg/dl after a supply change and continued ilet use; no device alerts for sustained extreme hyperglycemia were reported, and no anomalies were observed during the infusion set change. Symptoms included elevated blood glucose without acute complications. Outcomes included no medical intervention, no ketone testing, and no use of back-up therapy. Investigation included case assessment, user education, and troubleshooting focused on meal announcement accuracy and allowing the ilet to correct. Investigation of this case revealed that the event was consistent with user-related factors, specifically an incorrect meal size announcement leading to postprandial hyperglycemia, with no evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal sizing and expected device behavior correcting over time.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.